Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The screw head was returned. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B) (4).

Event description:
It was reported that pt underwent a surgical procedure on (B) (6), 2010. During the final tightening of the screw insertion, the screw broke. The threaded portion of the screw remains implanted in the pt. The surgery was completed using another screw. No further complications have been reported.